Event description:
The gantry rotated unexpectedly and struck the underside of the pt table. A pt was on the table but was not injured. Investigation indicated that gantry rotation was due to a short between two wires in the gantry hand-held control box (control).